Manufacturer narrative:
Product event summary: six (6) batteries (bat754436, bat603172, bat603127, bat754437, bat754438, bat754439) were returned for evaluation. The controller (c on400318) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed functional testing. Visual inspection of the batteries revealed contamination in the connector pins. As a result, the reported "dirty battery connectors" event was confirmed. Log file analysis revealed that the controller, con400318, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed several premature power switching events due to momentary disconnections involving batteries bat754439, bat754438, bat754437, bat754436, bat603172, bat603127 as well as momentary disconnections that did not lead to power switching involving batteries bat754439, bat754438, bat754437, bat754436 within the analyzed period. Momentary disconnection will result in an audible tone or "beep." As a result, the reported power switching and reported "beeping" were confirmed; however, the reported "poor connection on the first controller power port" could not be confirmed. Applicable risk documentation and experience with events of similar cir cumstances were considered; a possible root cause of the reported "poor connection on the first controller power port" can be attributed to, but not limited to, connector damage, bent pins, connector wiring failure and/or marginal connection. The most likely root cause of the battery connector pin contamination can be attributed to handling of the device. The most likely root cause of the reported power switching events and reported ¿beeps¿ can be attributed to momentary disconnections between the controller and batteries and/or due to the contamination of the battery connectors. An internal investigation was initiated to capture events involving the momentary disconnections. Additional products: d4: serial#: (B)(6); d10: yes returned date: 07/oct/2019; h3: yes; h6:method code(s):10, 4112 h6:result code(s): 3213, 331 h6:conclusion code(s): 12, 19; d4: serial lot#: (B)(6); d10: yes returned date: 07/oct/2019; h3: yes; h6:method code(s):10, 4112 h6:result code(s): 3213, 331 h6:conclusion code(s): 12, 19; d4: serial#: (B)(6); d10: yes returned date: 07/oct/2019; h3: yes; h6:method code(s):10, 4112 h6:result code(s): 3213, 331 h6:conclusion code(s): 12, 19; d4: serial#: (B)(6); d10: yes returned date: 07/oct/2019; h3: yes; h6:method code(s):10, 4112 h6:result code(s): 3213, 331 h6:conclusion code(s): 12, 19; d4: serial#: (B)(6); d10: yes returned date: 07/oct/2019; h3: yes; h6:method code(s):10, 4112 h6:result code(s): 3213, 331 h6:conclusion code(s): 12, 19; d4: serial#: (B)(6); d10: yes returned date: 07/oct/2019; h3: yes; h6: method code(s): 10, 4112 h6: result code(s): 3213, 331 h6: conclusion code(s): 12, 19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2019 / serial or lot#: (B)(4), UDI #: (B)(4), mfg date: 11-jul-2018; (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2019 / serial or lot#: (B)(4), UDI #: (B)(4), mfg date: 14-jul-2018, (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2019 / serial or lot#: (B)(4), UDI #: (B)(4), mfg date: 16-jul-2018, (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2019 / serial or lot#: (B)(4), UDI #: (B)(4), mfg date: 11-jul-2018, (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2019 / serial or lot#: (B)(4), UDI #: (B)(4), mfg date: 11-jul-2018, (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2019 / serial or lot#: (B)(4), UDI #: (B)(4), mfg date: 11-jul-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had a problem on the first port, there was also random beeping. Unspecified batteries exhibited power switching, were dark and possibly corroded. The controller remains in use, batteries were exchanged. No patient complications have been reported as a result of this event.